Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 2 physical samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that an embedded speck was observed in one of the samples. Bd determined the cause of the failure was the molding process. Degraded resin can break loose and become embedded into components. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that two of them have the same issue with the addition of having also particles inside the syringe rcc received a complaint via phone. Pir attached. Case description: customer states that they received two different boxes from two different lot numbers with a similar issue. With the first box (lot# 3139736), three of the syringes have particles melted into the plastic. With the second box (lot# 3150714), two of them have the same issue with the addition of having also particles inside the syringe.